Event description:
The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, where the customer's reported malfunction was confirmed. During the evaluation, it was discovered that the cleaning brush could not pass through. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that event 1 (stent got stuck in biopsy channel) occurred by retrieving stent through biopsy channel during procedure. The stent was clogged in insertion section mount. It is presumed that the stent got stuck in biopsy channel caused the cleaning brush could not be passed through. The event can be detected/prevented by following the instructions for use (IFU): 4.1 precautions, warning ¿ do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the duodenovideoscope had internal defects of channel, a stent was stuck in the biospy channel. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.